Event description:
It was reported that the user observed a rapid glucose decline on the ilet system after a meal announcement, with the sensor showing 139 mg/dl trending down to 73 mg/dl while a concurrent fingerstick measured 68 mg/dl, and the user had no symptoms. Symptoms included asymptomatic hypoglycemia. Outcomes included self-management with planned oral glucose intake as needed and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, with the event characterized as hypoglycemia of unclear cause and rapid glucose fall; device components were not confirmed to have failed. It was concluded, based on established assessments for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.